Manufacturer narrative:
Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked delivery system. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In this case, per report the difficulty encountered advancing the s3/commander system was attributed to wire platform and patient¿s anatomy. The cause of the pa branch perforation cannot be confirmed; it is probable that procedural factors (guidewire manipulations) may have caused or contributed to the event. There was no allegation or evidence of a device malfunction. The edwards s3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. At this time, deployment of the s3 valve in a native pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and edwards training manuals) do not instruct the operator how to position the s3 valve in this scenario. No further actions are required at this time.

Event description:
During a transfemoral tpvr procedure, the wire position to the distal pulmonary vasculature was lost while attempting to advance the delivery system into the right ventricle outflow tract (rvot). A distal branch pulmonary artery perforation was found upon device removal. A 23mm sapien 3 valve was planned to be implanted in the patient's native pulmonic valve. As the right heart catheterization (rhc) pass was attempted, it was evident that the wire crossed to the left atrium on two occasions and the presence of a patent foramen ovale (pfo) was verified via tee. Right ventricle angiography was performed and the rvot measurements were validated to CT and tee. An amplatz ss wire was placed to the distal left pulmonary artery (pa). It was noted that the patient began to desaturate prior to valvuloplasty, from mid-90's to low-80's. Also noted was torrential right/left (r/l) shunting presumed to be a result of tricuspid regurgitation (tr) from the pigtail and ss wire across the tricuspid valve (tv). There was discussion regarding closure of the pfo acutely, however the procedure continued and a 23mm edwards balloon was utilized to perform the valvuloplasty with asao angio for coronary compression testing. Next, the 23mm s3 was advanced. Multiple attempts were made to advance the delivery system to the rvot, but they were not able to make the turn superiorly to accomplish this; likely due to the wire platform (an amplatz ss wire). Wire position was lost to the distal pulmonary vasculature. The commander delivery system and esheath were removed at this time to obtain distal wire position once again and to change the platform to lunderquist. Upon inspection of the removed 23mm device, it was noted that tissue fragments were on the stent frame, and it was felt that the crimp time duration of the s3 valve was excessive, therefore a new system was prepped and was easily advance over the lunderquist wire during chest compressions. The patient was profoundly hypotensive and further desaturated. Blood was noted in the et tube and distal wire perforation was assumed. A subsequent rvot angio was performed to rule out a rupture. A wire was then advanced to the lupv and an amplatzer sizing balloon was placed to the level of the pfo and was inflated to eliminate the r/l shunt as verified by tee. The patient was being chemically and mechanically resuscitated at this time and remained desaturated, and discussion occurred regarding ECMO, however due to the advanced age of the patient and other comorbidities, this was disregarded. Next, a new 23mm s3 was prepped as a lunderquist wire was exchanged in place of the amplatz ss. The second s3 was successfully advanced and was deployed to the native pulmonic valve annulus in 50:50 position, as intended. The patient underlying condition persisted as pea and ultimately the resuscitation attempts were halted. Although definitively unknown, it is presumed that mechanically (pigtail and ss wire across tv) associated tr in the setting of elevated rv pressure, coupled with a pfo, created torrential r/l shunting and this cascade of events (to include distal, branch pa perforation) led to prolonged desaturation, acidosis, hypotension, pea, and death.